Event description:
Device power seems slow/sluggish with both power supply/charged battery. Mom reported she got mastitis because she could not pump due to not being able to turn the pump on with batteries.

Manufacturer narrative:
Customer's issue was resolved and pump was working well after troubleshooting over the phone. Attempts to follow up with the customer to get additional complaint information, including medical treatment received, if any, were unsuccessful and are still ongoing. "Mastitis is usually a benign, self-limiting infection, with few consequences for the suckling infant. The risk of mastitis is higher among women who have breast-fed previously, especially those with a history of mastitis." ["Breastfeeding and human lactation" (riordan and wamback, 4th edition, page 294)]. Additionally, we will continue to attempt to make contact to get additional complaint information. Should additional information be received, resulting in new, changed, or correct information, a follow up report will be filed.